Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defib rillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the newly implanted right ventricular (rv) lead measurements worsened once the suture sleeve was fixated. An attempt was made to reposition the lead but could not be done smoothly as the sheath had already been removed and the patient had a tortuous anatomy. It was decided to remove the lead and make another attempt with a new delivery system. As the lead was being removed, the superior vena cava (svc) coil became caught at the site of venous access and could not be removed without force. The lead was ultimately able to be removed but the svc coil was no longer viable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.